Event description:
The patient reported that their aortic valve is at "30%. No other details were provided.

Manufacturer narrative:
Device not returned. E1: the initial reporter of the reported event was the patient. Due to hippa regulations, we are unable to provide the name and address of the patient.